Event description:
Fmc canada reporting from the customer an internal "blood" leak of the dialyzer during pt treatment. The pt was not reinfused, ebl 250 ml for discarding the extracorporeal circuit of blood. The dialyzer was changed and the treatment was restarted without further incident. There was no associated adverse effect to the pt and medical intervention was not necessary. The actual complaint sample was discarded by the uf. MDR filed on the blood loss reported with the event.